Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 467 mg/dl at the time of incident and treated with manual bolus. Customer experienced symptoms such as nausea as result of high blood glucose. Customer was using auto mode feature on insulin pump. Customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.